Event description:
Customer reportedly received results of 182 mg/dl and 64 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms reported with these results; self treated with food and felt better. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.